Event description:
It is reported that the tibial articular surface provisional (tasp) fractured during use. It is reported that all pieces were returned and that there was no impact to the patient. It is reported that the surgeon did not follow proper surgical technique.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. One tasp was returned with the complaint for review. The visual inspection confirmed fracture along the central post; this would have likely been caused by impaction of the tasp which the surgical technique states not to do with either mallet or hand. All the pieces were returned for investigation. There was cosmetic damage (nicks/gouges/dents/scratches) seen on the edges and proximal and distal surface of the tasp. It has been in the field for nearly four years. It is unknown for how many times the device is being used. The receiving inspection report was reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device was likely conforming when it left zimmer biomet control. This device is used for treatment.